Event description:
String broke while the tampon was in use... Gave it a slight tug and it broke completely off [device breakage]. Case narrative: consumer reported via email that the tampon string broke off. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String broke while the tampon was in use. Gave it a slight tug and it broke completely off [device breakage]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampon string broke off. No injury was reported.